Manufacturer narrative:
(B)(4). The device history review of the product hemolok xl clips 6/cart 84/box lot# 73a2000393 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021,the patient went to the hospital because of acute appendicitis. During the operation the clip was broken and replaced immediately without causing harm to the patient.